Event description:
It was reported that during a procedure involving a euphora balloon rx, the device became stuck in the inflated position within the left main to circumflex artery. The complication arose during final post-dilatation of stents in the left main coronary artery extending into the left circumflex artery, when a 3.5x15 mm non-medtronic nc balloon fractured. The distal (monorail) opaque tip separated from the hypotube and remained within the coronary artery, stuck in the previously implanted stent in the left main to the circumflex artery. Multiple unsuccessful attempts were made to retrieve the fractured non-medtronic balloon. During efforts to retrieve the non-medtronic device, a euphora balloon rx was introduced and subsequently became stuck in the same segment, also in the inflated position. An attempt was made to deflate the euphora balloon by cutting the shaft, but this was unsuccessful. Several additional retrieval efforts failed. The patient was ultimately referred for surgical intervention for potential device retrieval and coronary artery bypass grafting (CABG).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion being treated was very calcified, at a 90 degree angle, bifurcated and had 90% stenosis. It was not difficult to remove the protective sheath or the packaging stylette. The euphora device was inspected before use with no issues noted. Resistance was not noted while advancing the device to the lesion. A concentration of 30/50 contrast/saline was used. The previously implanted stents were non-medtronic devices. There were no difficulties noted during inflation of the device. Four inflations were performed prior to the deflation difficulties. Inflation pressures of 15, 19, 18, and 12 atm were applied, respectively, for each inflation. The device was moved or repositioned while inflated. The balloon failed to deflate. The detached portion of the euphora device was not successfully removed from the patient. The CABG was successfully performed but with the balloon still in the patient anatomy. The patient later passed away. Device lot number provided. Patient weight provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.